Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level but the specific cause of the high level was unknown. The pump's continuous glucose monitor displayed the bg level as "high," with no specific value provided. The customer required third-party assistance from her husband to treat the bg, but further details were not provided. No additional information was received regarding the outcome of the event.